Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural infection ('infected hematoma'), pelvic pain ('physical pain/pelvic'), menorrhagia ('menorrhagia') and pelvic abscess ('left mid pelvis abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pap smear abnormal, human papilloma virus infection, connective tissue disorder, cervical dysplasia, menses irregular, ovarian cyst nos, pelvic mass, arthralgia, antinuclear antibody positive, leukopenia, arthritis, hypothyroidism, skin lesion, pelvic pain, headache, dysmenorrhea, anxiety and depression. Essure confirmation test: on (B)(6) 2009: insufflation of fallopian tubes: total bilateral occlusion (per pfs). Previously administered products included for an unreported indication: rozerem from (B)(6) 2007 to (B)(6) 2008, effexor from (B)(6) 2007 to (B)(6) 2008, nuvaring from (B)(6) 2007 to (B)(6) 2007, depo-provera from 2006 to (B)(6) 2007 and ambien cr from 2006 to (B)(6) 2007. Concurrent conditions included multiple allergies, hand rash, eczema, lentigo, spotting between menses and blurry vision. Concomitant products included calcium since 2000, ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2009 to (B)(6) 2011 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced post procedural infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), alopecia ("hair loss"), headache ("migraine/headaches"), anxiety ("psychological or psychiatric problems: anxiety/mental anguish"), depression ("depression"), vaginal discharge ("vaginal discharge") and menometrorrhagia ("menometrorrhagia"). The patient was treated with citalopram, clonazepam, escitalopram oxalate (lexapro), metronidazole (flagyl), metronidazole (vandazole), ondansetron (zofran), promethazine, sumatriptan (imitrex), augmentin and surgery (ablation, hematoma was drained and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the post procedural infection, alopecia, headache, anxiety, depression, vaginal discharge and nausea outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the menorrhagia and menometrorrhagia had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, headache, menometrorrhagia, menorrhagia, nausea, pelvic abscess, pelvic pain, post procedural infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2011: uterus: inactive endometrium myometrium without significant pathologic alteration serosa without significant pathologic alteration. Cervix: focal squamous metaplasia, nabothian cysts, focal chronic endocervicitis. Ultrasound pelvis - on (B)(6) 2006: retroverted uterus. No myometrial masses seen. Normal endometrial stripe thickness. Small follicles seen in both ovaries. No adnexal masses. Tiny amount of fluid is seen around the left ovary and cul-de-sac.; on (B)(6) 2011: bilateral anechoic follicular processes seen in both ovaries.; on (B)(6) 2011: normal pelvic ultrasound. Right ovary is not seen. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: anxiety, depression, vaginal discharge, alopecia, menorrhagia and menometrorrhagia. Concerning the injuries reported in this case, the following one/ones were reported in patient's medical record: left mid pelvis abscess, infected hematoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and medical record received. Product indication and implant date updated. Race and explant date were added. Following events were added: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, hair loss, migraine/headaches, psychological or psychiatric problems: anxiety/mental anguish, depression, vaginal discharge, menometrorrhagia, left mid pelvis abscess, infected hematoma and nausea. Reporters, medical history, lab data, historical, treatment and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of post procedural infection ('infected hematoma'), pelvic pain ('physical pain/pelvic'), menorrhagia ('menorrhagia'), pelvic abscess ('left mid pelvis abscess') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pap smear abnormal, human papilloma virus infection, connective tissue disorder, cervical dysplasia, menses irregular, ovarian cyst nos, pelvic mass, arthralgia, antinuclear antibody positive, leukopenia, arthritis, latent hypothyroidism, skin lesion, pelvic pain female, headache, dysmenorrhea, anxiety and depression. Essure confirmation test: on (B)(6)2009: insufflation of fallopian tubes: total bilateral occlusion (per pfs). Previously administered products included for an unreported indication: rozerem from (B)(6)2007 to (B)(6)2008, effexor from (B)(6)2007 to (B)(6)2008, nuvaring from (B)(6)2007 to (B)(6)2007, depo-provera from 2006 to (B)(6)2007 and ambien cr from 2006 to (B)(6)2007. Concurrent conditions included multiple allergies, hand rash, eczema, lentigo, spotting between menses and blurry vision. Concomitant products included calcium since 2000, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6)2009 to (B)(6)2011 and paracetamol (tylenol) since (B)(6)2009. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced post procedural infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), alopecia ("hair loss"), headache ("migraine/headaches"), anxiety ("psychological or psychiatric problems: anxiety/mental anguish/psych injury"), depression ("depression/psych injury"), vaginal discharge ("vaginal discharge/bladder/urinary prob:vag. Discharge"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with citalopram, clonazepam, escitalopram oxalate (lexapro), metronidazole (flagyl), metronidazole (vandazole), ondansetron (zofran), promethazine, sumatriptan (imitrex), augmentin and surgery (ablation, hematoma was drained and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the post procedural infection, alopecia, headache, anxiety, depression and nausea outcome was unknown, the pelvic pain, menorrhagia, vaginal discharge, menometrorrhagia, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menorrhagia, nausea, pelvic abscess, pelvic pain, post procedural infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6)2011: uterus: inactive endometrium -myometrium without significant pathologic alteration -serosa without significant pathologic alteration. Cervix: focal squamous metaplasia, nabothian cysts, focal chronic endocervicitis.. Ultrasound pelvis - on (B)(6)2006: retroverted uterus. No myometrial masses seen. Normal endometrial stripe thickness. Small follicles seen in both ovaries. No adnexal masses. Tiny amount of fluid is seen around the left ovary and cul-de-sac.; on (B)(6)2011: bilateral anechoic follicular processes seen in both ovaries.; on (B)(6)2011: normal pelvic ultrasound. Right ovary is not seen.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: anxiety, depression, vaginal discharge, alopecia, menorrhagia and menometrorrhagia. Concerning the injuries reported in this case, the following one/ones were reported in patient's medical record:left mid pelvis abscess, infected hematoma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal pain, gen. Abnorm. Bleed added. Events outcome updated for pelvic pain, vag. Discharge. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.